Event description:
It was reported that inappropriate mode switches was observed during follow-up. The physician elected to make any programming changes. The patient's medical condition is good.

Manufacturer narrative:
(B)(4).